Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent inaccurate fill estimates. The customer's blood glucose level was 248 mg/dl. Multiple attempts were made by tandem technical support to troubleshoot with the customer, however no response was received.